Event description:
Information received from the field notes that during a routine follow-up, interrogation revealed multiple stored ventricular high-rate egm's with "rs" and noise. Isometrics and arm exercises did not reproduce any inhibition or change in lead impedance. Due to the patient's stable underlying rhythm, the physician elected to continue to monitor device integrity through follow-ups.